Event description:
Customer reported reports an unexpected negative on the 3_cell assay on the echo. The sample tested negative on the original 3_cell assay. An ab_ID assay was performed was positive. They re-tested the same sample using the same reagents and the sample tested positive the second time on the 3_cell screen. The patient has a history of anti-d, anti-c and anti-jkb.

Manufacturer narrative:
A service call revealed dried pbs on probe housing. Complaint was resolved by removing dried pbs. Replaced ech level sense pcb asby as a proactive measure. Customer tested samples. Unit operating within specifications.